Event description:
Pt was being moved from hosp gurney to ambulance gurney. The pt shifted position on the ambulance gurney and the gurney suddenly dropped from the mid-loading position it its lowest position, a drop of approx 6". The pt was a cardiac pt being transferred from the emergency dept to the local medevac helicopter for transfer to the hosp. Following the sudden drop of the gurney, the pt developed chest pain that needed to be treated with nitroglycerin spray. The crew believes that all necessary locks and handles were in the appropirate position, although they cannot absolutely confirm. They also cannot confirm if there was anything interfering with the locks. An aluminum "space blanket" was later found under the mattress pad, although no one knows if it was interfering with the lock. Rptr has notified the gurney MFR by telephone this morning. Waiting on a return call from the local svc tech.